Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced large fluctuations in blood glucose and stated the algorithm had not learned their needs, had performed factory resets and target changes without clinician guidance, and was inconsistently announcing meals, including frequent ¿less than¿ entries; the user also reported consuming approximately 100 g of carbohydrates for low glucose and declined further training. Symptoms included low glucose with sweating and shakiness, and high glucose. Outcomes included no hospitalization and no reported long-term impairment. Investigation included review of available use history and user reports, and provision of troubleshooting and education regarding appropriate meal announcements and low-glucose treatment. Investigation of this case revealed user-driven configuration changes and inconsistent meal announcement practices as potential contributors to glycemic variability, no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.